Manufacturer narrative:
Correction: upon review, the atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was implanted and explanted the same day due to unknown reasons.